Event description:
Four months after treatment with a cypher stent of a confirmed restenotic lesion. The lesion was reported to have diffuse stenosis. This pt was initially treated with a bare metal stent in the lid left anterior descending artery. Five months later she returned with chest pain. There was in-stent restenosis. Brachytherapy was performed. Six months later the pt had a follow-up exam and the angiography was normal. Three months later, the pt returned with chest pain again. The 80% restenotic lesion (after bare metal stent) was 20mm in length in a 3.0mm vessel diameter. Pre-procedure medications included aspirin and heparin 2000 units. Intra-procedure medications included 2000 units. The lesion was pre-dilated with a 3.0x10mm cutting balloon at unknown atm before deploying one 3.0x23mm cypher at 15 atm. Acts measured 256. Post-procedure medication was plavix 75 mg. Timi iii flow was recorded post-procedure. Four months later, the pt returned with chest pain. The stent was diffusely restenosed. The pt was sent to surgery for a CABG.